Event description:
It was reported that during a follow up in clinic, varying r-wave amplitude was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and no anomaly was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.